Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed endocarditis. The device was reprogrammed and the patient was scheduled for procedure. Device and leads were explanted on (B)(6) 2019. The patient was stable post procedure. Related manufacturer reference number: 2017865-2019-10233; 2017865-2019-10235.